Event description:
Circumcision performed with 1.3 cm clamp. In the process of circumcision, the foreskin was brought up through what was believed to be a loose/defective clamp and excess tissue was removed from the ventral side of the penis. After noticing that the skin continued to come up through the clamp, the clamp was attempted to be removed, but it fell off the glans without removal of the bolt. Adequate hemostasis was not produced by the clamp. Pressure applied without hemostasis, silver nitrate achieved hemostasis.